Event description:
An elderly patient was admitted to the medical center in cardiogenic shock and had an impella cp placed for hemodynamic support. After placement the patient was transferred to the ICU for continued monitoring. Upon admission to the ICU an echo was performed which revealed an left ventricle perforation. The pigtail of the impella cp was seen to be in the pericardial space. After just under 5 hours of support, care was withdrawn and the patient expired.

Manufacturer narrative:
The investigation into the perforation of the left ventricle is on-going at this time. Impella pump product was discarded, however video imaging and data logs have been retrieved. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation into the lv perforation has completed. The product was not returned for analysis. The clinical report and data logs were reviewed and lead to the root cause of the perforation being due to improper pump positioning. The failure mode will be monitored and trended.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2022-01297 was provided in sections b2, b5, h1, and h6.